Event description:
Baxter reports "microhole in the homechoice cassette with solution leakage from the cassette during the dialysis session." No patient injury or medical intervention reported per baxter affiliate.